Event description:
A customer reported the system shut down during surgery and was unable to be rebooted. The procedure was completed with an alternate console. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system and replaced the power supply and the irrigation pressure sensor (ips) load cell. The system was then tested and met product specifications. A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. The root cause is unknown. (B)(4).